Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site test the equipment. Representative reported that dicom qr was reloaded and electronic picture archiving and communication systems (pacs) information was reconfigured. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when initiating dicom qr application from home screen, a "failure in the sr manager, unrecoverable error. Reboot in 30 seconds" error message was displayed and forced the system to shut down. There was no patient present at the time of the issue.